Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: method of use-posology ¿ juvéderm® voluma® with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine that cracked when attaching a 22g softfil cannula. Patient was in contact with the syringe/needle when the cracked occurred. There were no adverse events.